Event description:
Customer reported that he had unexplained high blood glucose. Paramedics were called and customer was taken to the emergency room and was hospitalized. Customer stated that the blood glucose reading was 1300 mg/dl when paramedics arrived. Customer stated that he had a minor heart attack. Customer stated that his belt clip broke and he lost his insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.